Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. The pulse generator exhibited oversensing. Some programming adjustments were made on (B)(6) 2015 to address the issue. No patient symptoms were reported. No additional information was available.